Manufacturer narrative:
A visual inspection of the returned device found the distal tip detached. The catheter was found to be kinked. When the needle was actuated, the gold tip separated from the catheter and the needle got out by the gold tip hole. Moreover, the guide tube was separated from the needle and the needle was found to be bent at the distal section. Upon dissection of the catheter, adhesive remnants were found. The complaint was confirmed; the ceramic tip was separated from the catheter. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during hemostasis within the patient's esophagus, performed on (B)(6), 2014. According to the complainant, after the procedure while outside the patient, the tip of the injection gold probe detached from the catheter completely. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during hemostasis within the patient's esophagus, performed on (B)(6) 2014. According to the complainant, after the procedure while outside the patient, the tip of the injection gold probe detached from the catheter completely. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be good.